Manufacturer narrative:
Device evaluation- a used device was returned for evaluation. Visual examination showed delamination in one of the filter joints in the tubing. While no leakage was observed from this location during leak testing, a leakage was observed from the filter's air vent. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Four of these samples were given functional testing; this testing showed no leakage. At this time the cause of the leakage at the filter has not been established. The manufacturing facility has initiated an in-depth investigation in response to this issue.

Event description:
Information was received indicating that this cadd administration set exhibited leaking at the filter. It was reported that the patient went to emergency room because the chemotherapy medication was leaking. The patient also experienced the leaking issue a day prior to the reported event date. It was observed that the fluid was coming out around the in-line filter in the tubing. There was no patient injury due to the reported event.